Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no gel with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: per customer sample evaluation the reported condition was confirmed. The barrier gel station, qualified in august 2014, has a vision system that performs 100% inspection for the presence of barrier gel. In addition, an improvement in the vision system was implemented via validation in october 2014 to further increase presence of barrier gel detectability.

Event description:
It was reported that bd microtainer® pst amber tubes had no gel in the tube. No injury or medical intervention reported.